Event description:
The customer reported that the device failed to discharge charged defibrillation energy to a patient. The patient was reported to survive the event.

Manufacturer narrative:
(B)(4): the customer biomed evaluated the device and was unable to duplicate the reported problem. Physio-control provided the customer technical assistance and informed that the device was no longer supported by physio. It was recommended to remove the device from service.